Event description:
It was reported that the pocket had pressure sores and the device was about to erode. Hence the device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.